Manufacturer narrative:
Without lot numbers, the device history records review could not be completed. The discs have not been returned for evaluation. Additional information has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated only in patients with disease at one level from c3-c7. The safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that two m6-c artificial cervical discs were removed.

Manufacturer narrative:
The devices were in vivo for 62 months. No device was returned thus no device examination could be performed. However it was noted that the discs were intact and solidly connected to the vertebral bodies. It was not possible to ascertain the relationship between these factors and the explantation. This is one (1) of two (2) reports submitted on this event.